Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) marked an atrial event as terminated due to atrial event falling into the blanking period. A mode switch was also noted. The ipg remains in use. No patient complications have been reported as a result of this event.